Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no system, or device malfunction prior to the procedure conversion. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the procedure was converted due to patient's anatomy. The patient sustained and small bowel injury due to adhesions and an incarcerated hernia. The procedure had been in progress robotically for approximately fifty minutes before the conversion. The surgeon was able to repair the injury after the procedure was successfully converted to an open laparotomy. The surgeon did not go into the procedure anticipating a possible conversion. The patient tolerated the change in procedure. There was no system, or device malfunction prior to the procedure conversion.